Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported by customer that syringe plunger leaked on to the plunger rod while compounding hd. This captured the second event. Verbatim: material #302830 lot #5079523 bd 20ml syringe plunger leaked on to the plunger rod while compounding hd. Customer motioned that this has happed before.

Manufacturer narrative:
(B)(4) follow up. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.